Manufacturer narrative:
Product event summary: the partial lead was returned in segments, but could not be performed due to legal restrictions. Visual analysis of the lead indicated apparent explant damage. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was returned, analyzed, and the analysis did not meet the sprint fidelis exception criteria.